Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number plr526, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: it was reported breakage needle. Only a picture was returned for analysis. During the visual inspection of the picture, a broken needle could e observed. However, no conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). The following additional information has been obtained: according to the nurse, several cases of needle tip breakage and needle detachment have occurred before but there is no way to point out a specific patient or date of occurrence. In all cases no damage was caused to the patient and there was no significant delay in the surgery. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. To date product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an face lift procedure on (B)(6) 2020 and barbed suture was used. During use, the tip of the needle broke. The needle tip was located. The procedure was successfully completed. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/03/2020. Evaluation: an unopened sample of product was received for analysis. The complaint sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. Besides, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no needle breakage was found.